Event description:
During the insertion of a permanent pacemaker, staff were using a seal-away sheath and had difficulty placing the sheath over the wire. They checked the sheath and noticed it was frayed. They opened another sheath and found it was also frayed. There was no harm to the patient.manufacturer response per site reporter: the vendor was notified; vendor advised staff they would come in to investigate. They have not yet done so.